Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. The ipg was replaced to reestablish therapy. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Section b3: event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported that the patient's scs ipg was no longer communicating with external devices following a successful MRI scan whereafter the patient did not disable MRI mode. Approximately 2 months following the patient's MRI scan the patient attempted to re-connect to their scs ipg to disable MRI mode, however the orn was not present in the patient programmer's bluetooth settings. Troubleshooting was unsuccessful in communicating with the patient's ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.